Event description:
A caller reported that the wall adapter became hot to the touch. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support for troubleshooting as the pump had charging issues, and this led to the replacement of charging supplies.